Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, at first ablation, a 1.25mm rotalink plus was used; however, based on the image performed, the physician judged to use a different size. The 1.75mm rotalink plus was then used. After several ablations were performed, it was noted that there was a 10,000rpm drop of the speed with the advancer knob still working, however, when the physician attempted to remove the rotawire and 1.75mm burr, it was noted that both were stuck and had to be removed as a unit. The procedure was completed with another rotawire and the 1.25mm rotalink plus initially used. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The distal tip and middle section are kinked. Also the welding at the spring tip is damaged. Dimensional inspection revealed that the overall length, the outer diameter of the distal tip, middle and proximal section of the device were within specifications.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, at first ablation, a 1.25mm rotalink plus was used; however, based on the image performed, the physician judged to use a different size. The 1.75mm rotalink plus was then used. After several ablations were performed, it was noted that there was a 10,000rpm drop of the speed with the advancer knob still working, however, when the physician attempted to remove the rotawire and 1.75mm burr, it was noted that both were stuck and had to be removed as a unit. The procedure was completed with another rotawire and the 1.25mm rotalink plus initially used. No patient complications were reported and the patient's status was stable. It was further reported the rota burr became stuck on the rotawire at approximately 10cm proximal to the distal tip of the rotawire. It seemed that the rotaburr stopped moving on the body of the rotawire. The physician thought that the damage at the welding section of the spring tip was likely caused when hauling in the spring tip during the removal attempt of the rotawire from the rotaburr after the both devices were removed together from the patient. The missing welding section was not within the patient.